Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 8 years since the subject device was manufactured. The device was not returned to manufacturer; however, it was serviced onsite. Based on the results of the investigation, we presume that inside of the output socket got corroded due to humidity and led to failure, and communication abnormality with the endoscope occurred, and then b30 was displayed. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted b4 field "date of this report", which was not late. The correct date was 7/31/2024. The file is being re-submitted due to certificate error documented with tickets 396107 & 395939. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source had an b30 error. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.